Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switches episodes due to atrial lead noise were observed. The device was reprogrammed and the patient was in stable condition.